Manufacturer narrative:
Initial and final MDR 1979557- MDR 3003442380-2024-26399- device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced events of leakage at tubing of with two infusion sets. The event occurred on (B)(6)2024 and (B)(6)2024. Infusion sets were used for 8 hours and 30 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.